Event description:
It was reported that the zimmer electric dermatome stopped after using a few times. Additional clinical follow up with the customer indicated that the device was not used on a patient, and there was no patient injury or medical intervention required. It was also reported that there was a 30 minute delay to retrieve another dermatome for use during the procedure; however the patient was not under general anesthesia during this time and the issue was observed while the hospital technical department was testing the device to make sure that all the functions were acceptable.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 09/25/2006 and has no repair history at zimmer surgical. Upon initial evaluation, the device did not display any damage. It was observed that the motor would not run. Prior to repair, the device was outside calibration specifications at the zero thickness setting on the left side. In post-repair, it was observed that the motor also had corrosion on the outside of the casing. The cause is likely the user not maintaining the device per proper handling and preventative maintenance. The device was serviced and returned to the customer.